Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported to a medtronic representative via email that he was displeased with the sensor; he stated that he receives lows while he sleeps and that the sensor beeps too much. The customer expresses interests in upgrading to the 530g with enlite sensor. He stated that her current pump experiences failed battery tests alarms and no delivery alarms. Troubleshooting was declined for the pump issues. No products were shipped or returned.